Manufacturer narrative:
A customer service engineer (cse) was sent to the customer site for system inspection, performed a total service call, and found no system related issues. The cse performed a random sample (n = 10) precision check (2.1% cv), verified probe alignments, and quality controls were acceptable. The cause of the non-reproducible false low advia centaur tsh3-ultra ((tsh3-ul) result a patient sample is unknown. The patient sample is not available for further testing. No conclusion can be drawn. The instruction for use (IFU) states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." The instrument is performing within specification. No further evaluation of the device is required.

Event description:
A false low advia centaur tsh3-ultra ((tsh3-ul) result was observed on a patient sample when the customer performed verification testing after quality control results were out of range due to a new reagent readypack placed on the system. It is the laboratory's protocol to repeat all tested samples from when qc was last acceptable to when qc was out of range. A calibration of tsh3-ultra assay was performed with the new reagent readypack placed on the system, and qc was acceptable. The patient sample was repeated and higher results were obtained. The patient sample was tested on an alternate advia centaur system and the result was higher than originally reported. A corrected report was issued. There was no report of patient treatment being prescribed or altered, or adverse health consequences due to the discordant advia centaur xp tsh3-ultra result.